Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/05/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent due to vaginal vault prolapse and sui. It was reported that patient underwent a surgical procedure where a mesh was placed.

Manufacturer narrative:
Date sent to the FDA:10/05/2015. Corrected narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent due to vaginal vault prolapse and sui. It was reported that patient underwent a surgical procedure where a mesh was placed. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.